Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 and half height enhanced drawer 5 failed with device not detected on bus error message. A field service engineer (fse) replaced the pyxibus controller board for the matrix and the half height enhancement drawer 5. Drawer 5 was fixed, however, the matrix in drawer 1 still failed. Fse mentioned that the solenoid might be the cause of the issue and required replacement. Good faith attempts were made to get the additional information regarding whether the solenoid was replaced. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 and drawer 5 were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 and drawer 5 were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.